Manufacturer narrative:
Covidien ref # (B)(4). The sample has been requested, but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a follow up report will be submitted.

Event description:
The customer reported that the device failed to effectively complete seals on 4 or 5 occasions during a laparoscopic nissen procedure. Bleeding was controlled with the same device. There was no pt injury.